Manufacturer narrative:
Belt sn (B)(4) has not yet been recovered from the field. The monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the treatment or patient death. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a device malfunction.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2015 while in the hospital. Attempts to gather details surrounding the event were unsuccessful; however, a distributor representative reported that a nurse indicated that the staff may have removed the device or disconnected the lifevest at some point. The patient's husband did not have any information regarding the patient's passing. Review of the downloaded ECG and software flag files indicate that the device detected sinus bradycardia at 50 bpm with CPR artifact transitioning to supraventricular tachycardia (svt) between 21:21:40 and 21:34:06 on (B)(6) 2015. The lifevest delivered a treatment at 21:35:50. The rhythm at the time of the treatment was svt at 170 bpm. The patient remained in svt after the treatment. The svt rate above the treatment threshold contributed to the false detection. At 21:47:08 the patient was in a sinus rhythm that transitioned to polymorphic vt at 135 bpm with varying heart rate, which was below the treatment threshold of 150 bpm. A non-treatable rhythm was detected at 21:47:43. At 21:48:16, the patient was again in polymorphic vt @135 bpm with varying heart rate. The belt was disconnected at 21:49:12. No treatment was delivered during the vt due to the rate being under the threshold and the disconnection of the electrode belt.